Event description:
It was reported that a physician thought that therapy was inappropriately withheld for two supra ventricular tachycardia (svt) episodes that were suspected to be true ventricular fibrillation (vf) episodes which resulted in delayed therapy.  The implantable cardio verter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: etuf3614c102e stent graft implanted: (B)(6) 2017; etlw1616c124e stent graft implanted: (B)(6) 2017; ocl20us stent graft implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.